Event description:
Customer reported the high voltage is failing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the tech was pressing the fluoro and workstation buttons at the same time. Ge rep instructed customer on proper procedure. System operates as intended.